Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 08-oct-2020 to ensure that the customer's condition improved - able to establish contact with customer's daughter and stated she called the ambulance for her father. The ambulance came and took him to the hospital due to high blood sugar. Customer was in the hospital for 4 days. Customer is home now, but he is not taking insulin. Note: manufacturer contacted customer in a follow-up call on 13-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display and past medical attention. The expected fasting blood glucose test result range is under 120mg/dl. The customer did not report symptoms. Medical attention is reported as a result. Customer was in the hospital on (B)(6) 2020 due to high blood sugar and symptoms of blurry vision and slurred speech. Customer was administered with fluids and insulin and was told to run a blood test when he gets home. Customer results at the hospital was 586 mg/d the product is not stored according to specification in the kitchen. During the call a blood test was performed by the customer (using new vial) and produced test results of hi non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 2/28/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).